Event description:
It was reported that there was ¿one time¿ where the patient¿s health care provider (hcp) came to the patient¿s house and got him and carried him to the hospital. The pump reportedly ¿just gave me a great big huge dose¿. It was reported it was ¿like an electrical boom in my head. I jumped out of the bed. I called him (hcp) because he was my physician. He actually came to my house, got me and came and sat with me in the emergency room all day. I mean not out in the lobby, I¿m talking about in the hospital all day¿. The type of medication being delivered via the device system at the time of the reported event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).